Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the pacing impedance of the extravascular lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the extravascular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil was variable. Analysis of the device memory indicated oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following implant, the extravascular (ev) lead exhibited high/undefined pacing impedance and triggered alerts for low high voltage impedance. Additionally, oversensing/noise was noted. It was indicated that the patient was hospitalized, device was deactivated, all impedances were in range while doing testing, and x-rays showed the ev lead to be in position with pin of the lead fully in position. Noise could not be induced while manipulating the extravascular implantable cardioverter defibrillator (ICD). A connector issue or ev lead fracture was suspected. The ev lead and ev ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after extensive testing, no noise or changes in impedance could be reproduced, and it was decided that the initial observations were likely due to air entrapment. The patient stayed an extra day in the hospital so repeat testing and manipulation could be performed before the patient was discharged. No further patient complications have been reported as a result of this event.